Event description:
It was reported that at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover was torn and fell into the patient's duodenum. The clinician went back in to retrieve the distal end cover. There was no serious injury or harm to the patient reported. The procedure was completed with a similar device.

Event description:
It was additionally reported that the device was ripped down the middle. It was retrieved with rat tooth forceps. The patient was discharged in stable condition.